Manufacturer narrative:
Philips service replaced the transformer (451210178504 transformer 480v/380v) and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an x-ray exposure failure occurred due to an hv cabinet transformer short on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.